Event description:
It was reported that the pulse generator had exhibited a diagnostics anomaly which prevented testing from being performed. Device reprogramming successfully restored the device.

Manufacturer narrative:
(B)(4).